Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, impact code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for liner punctured was confirmed based on the evaluation of the device provided imagery. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Based on the imagery provided, which showed the device appearing torqued with a curved liner, it is possible that the delivery system was advanced through tortuous anatomy or was a result of the device manipulation to overcome crossing difficulty. Vessel tortuosity and device manipulation can create suboptimal angles during delivery system advancement through the sheath. Non-coaxial alignment paired with high push force can cause the delivery system to catch onto the sheath liner and tear it upon advancement. Available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. The complaints for sheath liner strand and system components separate during use were confirmed on the evaluation of the device imagery provided. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case a balloon leak during system advancement/retrieval can distort the balloon shape and create unexpected interaction within the sheath. This change in profile may require increased force to move the system with crimped valve, which can place excess stress on the liner and result in a strand. The added strain during advancement/retrieval can catch or pull on a liner strand, leading to weakening and eventual strand separation. Additionally, the liner strand could have occurred either from contact during the surgical cutdown incision itself or during extraction of the system through the incision, where traction or manipulation may have caused the liner material to separate. Available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist that during a transfemoral transcatheter mitral valve replacement with a 29mm sapien 3 ultra resilia valve being placed within a surgical valve, that there was a lot of torquing and push force needed with the 29mm commander delivery system (ds). They were struggling to cross the mitral valve. They were eventually able to cross and when they went to deploy the valve, they noticed the valve did not expand and they had blood return in the inflation device. It was then noticed that the ds had kinked in the body of the flex catheter and was no longer inside the 16f esheath+ which, it had split in the expandable portion. It was decided to remove all the devices as a whole. However, upon re-entry into the distal end of the esheath, there was no coaxial alignment of the delivery system with the sheath tip resulting in withdrawal difficulty. The devices had to be done via cut down to get the valve out. When removing the system, they also removed a long strip of plastic, which was the expandable portion of the sheath. They prepared a new system, were able to cross and deploy the valve successfully. The patient is stable and doing well.